Event description:
A nurse manager reported a knife with a dull blade at the tip that was noted during a procedure. There was no pt harm reported. Additional info has been requested.

Manufacturer narrative:
The device history record (DHR) for the lot was reviewed. Functional penetration and sharpness test values for the lot met specification. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to the company's acceptance criteria. The root cause is unk. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).